Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The pressure transducer printed circuit board (pcb) was found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. The received logs confirmed the reported failure transducer test during pre-use check at date of the event. The replaced part requested for further investigation but will not be returned. The root cause for the defective pcb could not be determined.